Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported kinked cannula on which led to occlusion. The infusion set was in use for 72 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.